Event description:
It was reported that the tubing of the infusion set was cut in half during normal use, leading to a minor insulin leak. Presumably, the customer got stuck on something.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product was discarded and unable to be returned for evaluation.